Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found no defects. The reported condition was confirmed. The investigation found the device did not allow water to circulate through. The tubing was not blocked. The needle was removed and fiber was found at the tip of the hypotube / thermocouple assembly. Engineering and the supplier have examined all the manufacturing processes for the needles. Nothing in the supplier or manufacturing process would contribute to the fibers found. The investigation identified the root cause of the reported event to be user error. The customer is advised to use sterile saline for cooling. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, cooling failure alarm was heard in about 5 minutes of ablation. A bad cooling alarm occurred. The needle was not changed, and the tube connected to the needle was changed to continue the operation. There was no patient harm.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, cooling failure alarm was heard in about 5 minutes of ablation. The procedure was discontinued. There was no patient harm.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.